Event description:
It was reported to philips that the device was dropped and the display was damaged from the impact. There was no allegation of malfunction. There was no reported patient involvement.